Event description:
A customer reported that the pump battery was depleting too quickly, with an estimated depletion rate of 75% per day. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue in the pump's history and decided to replace the pump, which is still under warranty. The customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support provided instructions for returning the problematic pump using a pre-paid label, and the customer confirmed understanding.